Manufacturer narrative:
A ge service rep performed an on site investigation. A cable was replaced. The system operates as intended.

Event description:
The customer reported an intermittent inability to save and print with the system. No pt injury was reported.